Event description:
A report was received that the patient had drainage and seroma at the ipg site. The physician believed that the use of adhesive caused the infection. The physician performed wound packing and antibiotics were prescribed. The patient was reportedly doing well.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient had drainage and seroma at the ipg site. The physician believed that the use of adhesive caused the infection. The physician performed wound packing and antibiotics were prescribed. The patient was reportedly doing well.